Event description:
It was reported that prior to the unknown procedure, it was noted that the product listed on the box was different from what was expected. No additional information was provided. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2026. B3: event year only reported: 2026. D4 batch #: a99r88. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify which box is being referred to? Specifically, was the discrepancy identified on the external sales unit packaging? If no, please provide more details. Are there any photos available? Will the device be returned for evaluation? If yes please return all relevant packaging material attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.